Event description:
The manufacturer received information alleging a ventilator was failing oxygen sensor calibration. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module assembly was replaced to address the issue.